Manufacturer narrative:
Analysis: the device remains implanted, and therefore will not be returned for analysis. Without product return, review is limited. The results of the investigation are inconclusive, in part because the device remains implanted. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event, the valve remains implanted after being repaired during the procedure. An exact cause has not been determined for the reported product problem.

Event description:
Information received indicates the valve remains implanted after being repaired during the procedure. At implant, the surgeon detected the product sewing ring fabric had pulled away from the tissue. Intraoperative repair was made. Post operative echo results show the device was functioning as expected. The device remains implanted with no complication reported.